Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg reaching end of life.

Event description:
Additional information received indicates that surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on 13jun2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post op.